Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient enrolled in a clinical study underwent primary breast augmentation with two 550cc mentor memorygel breast implants and experienced fibromyalgia/osteoarthritis postoperatively. The patient reported systemic symptoms including transient breast lumps (bilateral), brain fog, pain and tenderness in her joints and extremities, anemia and carpal tunnel syndrome. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
On 24-apr-2020, it was found that section h 5. Labeled for single use? Was mistakenly marked as no on the initial report. The field has been updated to yes. Manufacturer's reference number: (B)(4).